Event description:
(B)(4). I haven't stopped bleeding since I had this device over a month ago. Migraine headaches, back pain, sciatica pain, hair loss, mood swings, forgetfulness, and fatigue. I am always tired and can't function due to the pain.